Event description:
The customer reported that the system had a fast stop error and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ribbon cable was replaced and the 5 volt power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.